Event description:
Healthcare professional reports protime microcoagulation system generated results lower than reference. Protime generated pt/inr 1.4 lab pt/inr 3.1. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot# h0pwc130). Instrument device history record and cuvette history record reviewed. There are no ncmrs, complaint trends identified. No failure detected, device operated within specification.